Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Event description:
Caller reported aviva system 1 blood glucose results, all mg/dl: (B)(6) 2013, 12:23pm, 489, 12:25pm, 119, 12:33pm, 110, 12:35pm, 136, 12:39pm, 110, 12:40pm, 179. He used the same vial of strips with aviva system 2: (B)(6) 2013 1:31pm, 157, 1:31pm, 111, 1:33pm. Hi, which on the system indicates a result in excess of 600 mg/dl, 1:35pm, 108, 1:38pm, 122, 2:00pm, 219. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.